Event description:
It was reported that this patient with a pacemaker was cardioverted twice and after the cardioversion it was noted that there was loss of capture for a minute. Technical services reviewed device data and suspects this could be tissue related post cardioversion. None of the parameters indicate the lead is damaged. Thresholds were noted to be within range. At this time, the device remains in service. No adverse patient effects were reported.